Event description:
It was reported that log files revealed a no external power event on (B)(6) 2022 due to a loss of power to the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-01171.

Manufacturer narrative:
Section h4: correction. The device manufacture date is unknown. Manufacturer's investigation conclusion: the report of no external power events regarding the mobile power unit was confirmed via the provided log file. The log file contained data spanning approximately 1 day ((B)(6) 2022 per timestamp). On 17feb2022, no external power events occurred between 07:00:31 and 07:22:01; the battery capacity (rsoc) indicators and operating voltages corresponded to a loss of mpu output or a loss of ac power to the mpu. The pump operated on the system controller's backup battery without issue during these events, and the pump function was not affected. No other notable events regarding the mobile power unit were observed, and all other events have been addressed via the pump's and the system controller's investigations. The mobile power unit was not returned for analysis. Multiple requests were made to obtain additional information; however, no response was given. To date, the mobile power unit was not returned for analysis. As a result, the exact cause of the no external power events could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.